Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the involved angio-seal device fell apart in the patient. Additional information was received on may 17, 2019. The procedure performed for the patient prior to use of closure device was an intervention. A 6fr sheath was used. A pre-deployment angiogram was performed. The device did not click the second time, and then deployment did not work. Nothing was deployed in the patient; no collagen and no anchor. The patient was reported to be in stable condition stable. Hemostasis was achieved by manual pressure. Blood loss was less than 250 cc.

Manufacturer narrative:
One 6f angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator and tamper tube were returned as well. Visual inspection revealed that the arteriotomy locator was examined and no anomalies were noted. The carrier tube assembly was found to be mated with the hemostasis sheath. The deployment sleeve was in rear lock position with color bands fully exposed. The tamper tube was exposed from the sheath and returned separately. The anchor or collagen was not returned. Microscopy analysis revealed that the end of the suture appeared to be cut with a blade. No damage or canting was seen on the sleeve latched or mating shafts. No other visual anomalies were noted. The tensioner was then removed from the device cap. There was no suture remaining into the spool. However, the suture was still tethered to the suture tensioner disk. No gross anomalies were noted with the device. Functional testing was performed, and the returned carrier tube assembly was removed from the sheath and re-inserted into it, click sound was heard. Then, the device sleeve was moved to forward lock position; the sheath cap and the device sleeve was snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position and it was locked with the click sound. There were no functional anomalies noted with the deploying locking position of the sleeve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.